Event description:
Report received of a spontaneous rate change during prventative maintenance testing. It was reported that "when the battery gets low, the unit automatically changes the rate". No further details of the customers testing were available. There were no reports of any adverse pt events while the device was in clinical use.